Event description:
During use of the 22 olympus nephroscope obturator device it was noted that the swiss lithoclast probe was rubbing and made it difficult to work during stone removal. It was noticed that there were metal shavings in the operative field of view during the case. The probes were examined and found that metal was shaving off the probe and into the patient. The surgeon felt that the probes were not working properly and utilized a total of 4 probes to complete the case. All 4 probes showed numerous friction points and the team was unable to determine if it was the probe or the scope. Extended anesthesia time was noted. There was no excessive blood loss noted. After the case, the sales rep for the olympus scope was called to examine the scope. The boston scientific rep came in to examine the probes.